Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of reservoir leaks and he smelled insulin very strongly at the infusion set area. Customer will be provided with new reservoirs but the customer's reservoir was discarded. The customer's blood glucose reading was 290mg/dl at the time of incident. There was no further information provided by the customer or by troubleshooting.